Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose around (B)(6) 2019 with unknown blood glucose levels at the time of the incident. The customer was given a glucagon shot to treat. The customer experienced symptoms such as a seizure. The customer had stress due to school. The customer was wearing the insulin pump during the incident. The customer reported motor error alarms and no delivery alarms. Troubleshooting was not completed as the customer declined. The customer also reported 2 other low incidents where they received emergency medical assistance. The insulin pump will not be returned for analysis.